Event description:
It was reported to philips that the device displayed a red x, there was a device service required error message indicating an ECG bias auto test failure. The customer said the error was intermittent. There was no reported patient involvement/adverse patient impact.